Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a clearlink solution set did not allow solution to flow through it. This occurred during infusion of an unknown antibiotic. There were no kinks noticed in the tubing, a power injector was not used, and priming had been successfully performed. A new set was then setup, and the drug was discarded. There was no patient injury or medical intervention associated with this event, though the patient's infusion was delayed. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not returned however, a companion sample from the same lot was returned. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Flow testing was performed and the no obstructions or problems with flow. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.